Event description:
It was reported that during a laparoscopic hysterectomy procedure, the surgeon was using the device and after transecting the uterine artery, an error tone was noted on the generator and at that time the surgeon could not open the jaws of the device. The device was removed from trocar. Another device was opened and surgeon put the device down the trocar. The surgeon attempted to close the jaws before it was even activated and the jaws would not close. Tried multiple times to close the jaws to remove from trocar but could not close. The device was then forced out of trocar to get the jaws to close and remove from abdomen. There were no patient consequences. Case completed with a straight enseal device.

Manufacturer narrative:
(B)(4). The device was received the jaws stuck closed due to excessive tissue present but the jaws were able to be opened by manually pushing handle. After the tissue fell out, the device was mechanically tested and the jaws opened and closed without difficulty. There were no anomalies noted with the articulation of device. The I-blade does advance smoothly and to end of jaw. There were no anomalies noted with the jaw aperture. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. No yellow alert screens were displaying during testing. There were no anomalies noted with the functionality of the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.